Event description:
Legal case-USA patient ID: (B)(6). It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2020, and then experienced revision surgical procedure on (B)(6) 2023 approximately 2 years and 11 months after initial implant. No images were provided. There is no other information available. Initial ebi surgery unable to be located product information 02-022-35-3011 truliant tib imp ps insert sz 3 11mm (B)(6) ***serial number (B)(6) is not affected by the recall. 510(k): n/a. As directed by qa management: this legal complaint case is from the united states. The event did not occur in, nor is it reportable for brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.